Event description:
It was reported that the patient's implantable neurostimulator (ins) was having to be charged more than expected, from once every 3 weeks to once every week. An impedance test was performed and all values were within normal range under 1000 ohms. It was noted that the patient's programming had not changed. It was further noted that the patient would potentially have a battery replacement "soon." Additional information received reported that the patient's ins was exhibiting coupling and/or communication issues. The patient got 7 out of 8 coupling bars over the past 3 weeks previous, however, was getting variable coupling from "good" to a loss of coupling altogether. Historically, the patient usually received 8 bars of coupling. Although not tilted, the patient felt "all 4 corners" of his ins. There were no known falls or trauma to the area. An antenna locate (al) procedure was conducted with a new ins recharger (insr) and results indicated a value range from 38 to 48. It was noted that the ins was "depleting rapidly" as well since the change in coupling occurred 3 weeks ago, and the use of a different insr yielded the same coupling results. It was planned that the ins was going to be replaced, but the date was pending. It was noted that the ins was implanted in the abdomen. Additional information received reported that there was difficulty in charging the patient's ins. No signs or symptoms were reported. Poor coupling was noted, and an unknown early shut down of the recharging after 3 minutes occurred, requiring the charging process to be restarted. The ins was then recharged following the event. Additional information received reported that the patient's ins indicated early battery depletion. No signs or symptoms were reported. The patient's ins was interrogated and reprogrammed to a lower pulse width and rate in order to determine if his recharge interval could increase. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 377875 lot#: v004494 serial#: implanted: 2006 (B)(6), explanted: product type: lead product ID: 377875 lot#: v005333 serial#: implanted: 2006 (B)(6), explanted: product type: lead product ID: 37751 lot#: serial#: unknown, implanted: explanted: product type: recharger product ID: 37742 lot#: serial#: (B)(4), implanted: 2006 (B)(6), explanted: product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient experienced early pulse generator battery depletion due to recharging, leading to increased pain. The neurostimulator was replaced, and the patient outcome was reported as resolved without sequela.

Manufacturer narrative:
(B)(4).